Manufacturer narrative:
Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. The device was unpacked, and a visual inspection noted a corroded drain fitting, cracked tank cover, worn enclosure, outdated printed circuit board (pcb) and power switch. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The micro switch is damaged and works intermittently. The micro switch activates the pump, confirming the customers complaint. Root cause is either wear and tear damage or forcing the temp check and/or disposable onto the device. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2006 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warming unit stopped pumping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Additional information was requested; however, no further information was received.